Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, yellow particles on the shell, crease flat and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: one broken sharp on the radius. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the radius assessed as unidentified (tear) opening and missing shell due to inconclusive.

Event description:
Healthcare professional reported left side "broken prosthesis". The device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported left side "broken prosthesis. The device was explanted.